Event description:
It was reported that while running a uka sawbone demo the software time out and returned to the beginning of the workflow, to the verify handpiece screen. Had difficulty getting the handpiece in use to re-verify and home. Did not have time to get another navio tray and did not try to attach a different handpiece. No patient was involved.

Manufacturer narrative:
The device was intended for use during treatment when the system timed out and reverted back to the beginning of the case. The log files and case screenshots were returned for evaluation. The DHR was reviewed for software version and it has been validated. A complaint history review found similar complaints of the reported issue. The relationship of the device and the reported event has been established. Review of the log files confirmed that the software timed out as expected when the trackers were not visible to the user. There was no problem with the software. Therefore, the root cause of the issue was due no problem found.